Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with a manual injection. The customer's symptoms included feeling hyper. The customer was at school during the event and the nurse treated with a manual injection. The nurse also had also taken the infusion set off and found a bent cannula. The caller performed the high pressure test and it passed. The caller reported that there was moisture in the reservoir. It was found that insulin was beneath the 1st o-ring, and an air bubble was between the 1st and 2nd o-ring. The insulin had not leaked. The caller completed troubleshooting and did not find any other problems. The customer was advised to change the entire set, reservoir, and insulin and treat. The insulin pump was not replaced or returned for analysis.